Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had image disturbance. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was likely due to damage on plug unit; the monitor shows a black screen with no image and due to shortcut of circuit board unit, e218 (scope malfunction error) occurs. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.